Event description:
The customer received a questionably low total bilirubin (tbili) that was reported to the patient's doctor. The doctor called back and requested repeat testing on the sample. The initial result was 5.19 mg/dl with a data flag. The same sample from the same collection tube was rerun on the same analyzer. The repeat result was 22.36 mg/dl accompanied by a data flag. There was no allegation of an adverse event. The lot number for the tbili was 63352701. The field service representative determined the cause for the issue was reagent carryover and dispense. He replaced the sample probe, both reagent probes and the stirrer rod. He also adjusted the probe and stirrer alignments. He ran performance tests that passed.